Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in a lot of pain. The patient has had five different surgeries, was disabled, and has seizures. The battery just shut off, and the patient did not know why. It was unknown when this occurred. It was unknown if any troubleshooting, diagnostics, or actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.